Manufacturer narrative:
Device received and evaluated. Evaluation determined the vacuum sleeve failed which caused the shaft frosting.

Event description:
Probe passed pre-test but during the first freeze it was noticed that the probe shaft outside the patient had frost on it. Stopped the freeze. Doctor decided to try freezing at 50% power and drizzling warm saline on the skin but quit that after about a minute and abandoned using the probe.